Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has pocket soreness due to the ins location. The patient was having the ins removed, but it was inquired about leaving the leads in place for future connection to an ins. The ins was removed due to discomfort. No further complications were reported or anticipated. No device allegations were reported.